Manufacturer narrative:
On oct 14, 2025, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The impacted product lot number was identified as 6564176. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient with saline mentor smooth round moderate profile breast implants experienced deflation on the right side post-operatively, which was confirmed during a physical exam. As a result, the patient underwent device removal. The implant information was provided for both breast prostheses; however, it is unclear which is the impacted product. If additional information is received regarding the correct complaint device, a supplemental report will be submitted.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation was performed for the finished device 6564176 number, and no non-conformances were identified. Manufacturing date: mar/21/2012. Expiration date: mar/31/2016. A manufacturing record evaluation was performed for the finished device 6565924 number, and no non-conformances were identified. Manufacturing date: mar/30/2012 expiration date: mar/31/2016 mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. D4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined with the available information. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned device revealed that the breast implant had a crease/fold on the anterior view. Leak testing was performed, according to mentor procedure, and it identified a tear within the crease/fold measuring approximately 0.3 cm on the anterior view. In addition, no more leak sites were found. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria, and that normal wear may have caused the observed defect. Manufacturer¿s reference number: (B)(4).